Event description:
Additional information received indicated that all reported symptoms have resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31710. It was reported a cerebrospinal fluid (csf) leak occurred during a trial implant procedure on (B)(6) 2020. Additionally, the patient reported experiencing a headache. No additional information is known at this time.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.